Event description:
It was reported that a perforation involving this right ventricular (rv) defibrillation lead was discovered three days post implant. A revision procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received that this lead was performing better than initially thought and was not revised and remains implanted and in service. The patient was noted to be stable at this time and is continuing to be monitored.